Manufacturer narrative:
Covidien technical support services (tss) assisted the customer with troubleshooting the device via phone. The customer confirmed with tss the touch-frame printed circuit board (pcb) will be replaced. No add'l info was provided. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an inoperable touch-frame. There was no reported patient involvement at the time the event occurred. The date of the event is unknown.